Event description:
The customer reported, there was air leakage at the valve site. Leakage was found at the time of intubation and the tube was removed and replaced immediately.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.